Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, the screen blacked out. The procedure was completed using a different glidescope go system which was immediately available. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported image issue. When connecting the monitor to a test blade, the image cut out. The issue was isolated to the monitor's hdmi connector. The customer's monitor failed verathon's device functionality testing. Upon completion of the evaluation, the monitor was repaired and returned to the customer. Corrective action is not required at this time.verathon will continue to monitor for trends.